Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and genital infection female ("gynecological infections"). The patient was treated with surgery (underwent a hysterectomy/ successfully removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and genital infection female was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital infection female, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: confirmed full occlusion of both fallopian tubes incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and genital infection female ("gynecological infections"). The patient was treated with surgery (underwent a hysterectomy/successfully removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and genital infection female was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital infection female, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: results: confirmed full occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. Cs000b9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), genital infection female ("gynecological infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), headache ("headache") and pelvic pain ("pain"). The patient was treated with surgery (underwent a hysterectomy/successfully removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstrual disorder, back pain, vaginal discharge and genital infection female was resolving, the dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal haemorrhage, urinary tract infection and pelvic pain had resolved and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital infection female, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: results: confirmed full occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received - events- "abnormal bleeding (vaginal), urinary tract infection, headache, pain", reporter, lot number, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. Cs000b9) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), genital infection female ("gynecological infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), headache ("headache") and pelvic pain ("pain"). The patient was treated with surgery (underwent a hysterectomy/successfully removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menstrual disorder, back pain, vaginal discharge and genital infection female was resolving, the dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal haemorrhage, urinary tract infection and pelvic pain had resolved and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, genital infection female, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: results: confirmed full occlusion of both fallopian tubes. Lot number:cs000b9, manufacture date:2013-12, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.